Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of right hip components three days after original surgery due to patient falling, dislocating hip, and extracting the element stem from the canal. Surgeon states the event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.